Event description:
It was reported that the patient sought medical attention with their general practitioner (gp) with an infection that developed at the infusion site (arm) while wearing the pod. The patient reported that when the pod was removed, they noticed inflammation at the site. The next morning the site had become swollen, red and painful. The patient was prescribed a 10-day course of unspecified antibiotics to be taken 4 times a day as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.